Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (unknown race) with heart failure cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to heart transplant. Patient was currently listed status two for a repeat heart transplantation. The patient was returned to the cardiac catheterization lab for a biopsy and a right heart catheterization with a ramp study to assess the hemodynamics under echogram and with a swan at various performance levels to test the performance of the impella pump. It was demonstrated that the device was not adequately unloading, and the patient required additional support during wait for a redo heart transplant. The patient was reported to be therapeutic on systemic anticoagulation. A decision was made to explant and replace the device. The impella 5.5 was explanted without issue and the right axillary graft was used for extracorporeal membrane oxygenation arterial cannulation. When the impella 5.5 device was explanted, there was thrombus confirmed on the inlet, and this was felt to be a factor. The patient was reported to be in critical condition following the event.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. Product and data were not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. Corrected information provided in b5, h1 and h6.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. A 5.5 impella was implanted to replace for the previous 5.5 pump. Once the second pump appeared to be in position per fluoroscopy, a transthoracic echo was done to confirm placement. Adjustments were made, although at the end of the procedure, it was still thought that the pump may be pointed towards the mitral valve. Under fluoroscopy and transthoracic echo, pump appeared to be in the free left ventricle space away from the septum and measuring 5.04 cm, at 44 cm at the exit site. The pump was explanted shortly afterwards.